Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller error yellow alarm during check-in training. There was no reported patient involvement.

Manufacturer narrative:
During ICU check - training, the console had a red controller error. No patient involved. The logs show controller error on the complaint date (2021-06-02) due to loss of communication with pmd (event #1022). There are numerous sau_motor_1 crc errors. The logs also show that during a case on 2021-05-24, the console had numerous sau_motor_1 errors and eventually ended up with a red controller error for dsp voltage too low (event #800) but it cleared within a minute. Due to comm. Errors with pmd, the console failed to detect pump disconnection and prevented the staff from shutting down the console. The failure (#1022) was reproduced in fs. Replacing the impellatronics fixed the failure mode. Before shipping the console back, fs was asked to replace impellatronic board and perform pm.